Event description:
A female in pediatric ICU, condition required use of high frequency vent. Respiratory therapist at bedside when suddenly vent alarmed. Noted by therapist that flow humidifier tube became disconnected from connector that attaches to the heater water chamber. This connection is not a detachable part, appeared to be a defect/malfunction. Respiratory therapist replaced vent immediately, no pt injury occurred.